Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent breast augmentation revision with two 425cc mentor smooth round moderate profile saline breast prostheses, suffered right breast implant deflation, post-operatively. The deflation was confirmed via physical examination. As a result, the patient underwent implant explantation on (B)(6) 2020.

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. Mentor became aware that the correct date of event was (B)(6), 2020 and the correct date of implant explantation surgery was (B)(6) 2020. Mentor also became aware that the patient underwent bilateral replacement with the following devices: (right) 475cc mentor smooth round moderate profile saline catalog: 3501680 lot: 9433593 sn: (B)(4) and (left) 475cc mentor smooth round moderate profile saline catalog: 3501680 lot: 9433593 sn: (B)(4). On (B)(6) 2020, the product investigation was completed. Device investigation summary: during the visual evaluation, an anomaly on the anterior view was observed on the device consistent with a crease/fold. Leak testing was performed, according with mentor procedure, and it revealed a tear within the crease/fold measuring approximately 0.2 cm. The evaluation determined that the deflation is consistent with a crease fold deflation. A crease/fold failure is a known inherent risk associated with the use of saline-filled mammary prostheses. As part of our quality process, the manufacturing records of this 6458888 lot number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).